Event description:
A product was received stating the listed device was in use for less than one month with a ventilator dependent patient. The device began leaking at the cuff. An emergent tracheostomy tub change was performed. No permanent adverse effects to patient reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.